Manufacturer narrative:
In section h10, it was inadvertently noted that the device was not marketed in the us. Instead, it should have stated that the device was not manufactured in the us. This device is marketed in the us.

Event description:
The adapter screw broke during impaction and the pt was sent back to the ward. Two days later, the pt went back to surgery and a second adapter screw broke. The surgeon will now use an external fixation device.